Event description:
The reporter called and alleged a discrepant result when compared to a lab. The reported device result was 4.6 inr. The corresponding lab result reported was 3.4 inr. No treatment was given to the patient. The device was replaced and requested to be returned to the manufacturer for evaluation.